Manufacturer narrative:
The device was evaluated by ascent and a visual inspection revealed the device was intentionally bent. The scalpel could not be function tested due to the returned condition so the reported issue was unable to be substantiated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. Ascent's instructions for use states "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that during a procedure the ultrasonic scalpel stopped working and would not coagulate. The device was replaced with another scalpel and the procedure was successfully completed. No patient injury was reported.